Event description:
A customer reported that the pump screen was unresponsive and would not respond to input. There was no reported impact on the customer's blood glucose level, as the customer declined to provide their blood glucose readings. The customer was instructed to perform a pump reset, after which the touchscreen became responsive again.